Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2013. According to the complainant, 2 fluid loss alarms occurred during the heating phase. The physician examined the cavity during hysteroscopy and noted a perforation. It is unknown what caused the perforation.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.